Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through device when used w/ tubes other than citrate and ctad. The following information was provided by the initial reporter. The customer stated: this is a report about insufficient blood flow of wingset utpbbcs the customer's verbatim report is as follows: during blood collection, blood stopped flowing halfway through the tubing and did not reach the tube. (Entered by (B)(6) on 07/29/2022). The above event description made based on the initial report was incorrect. The correct event description is as follows: during blood collection, blood stopped flowing halfway inside the hub and did not reach the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-08-16. H.6. Investigation summary: bd received 1 contaminated sample from the customer in support of this complaint. Functional testing was performed on the returned sample the issue of insufficient blood flow was observed. Additionally, 10 retained samples from the bd inventory were functionally tested and no issues were observed. Bd was able to confirm the customer¿s indicated failure mode because the defects was evident in the testing of the returned sample. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through device when used w/ tubes other than citrate and ctad. The following information was provided by the initial reporter. The customer stated: this is a report about insufficient blood flow of wingset utpbbcs the customer's verbatim report is as follows: during blood collection, blood stopped flowing halfway through the tubing and did not reach the tube. (Entered by (B)(6) on 07/29/2022). The above event description made based on the initial report was incorrect. The correct event description is as follows: during blood collection, blood stopped flowing halfway inside the hub and did not reach the tube.